Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a battery out limit from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she inserted a new battery and got a battery out limit alarm. The customer was advised to check the basal rates for accuracy. The customer stated that everything is fine. The customer stated that the batteries were out of the pump greater than the duration allowed by the pump. The customer was recommended that the (B)(6) aaa alkaline battery is best for the pump's use. The customer also stated that there was a blank screen after she received a battery out limit. The customer was advised to monitor the pump. The customer was advised to call back to troubleshoot.